Event description:
The luer fitting on the end of the catheter broke in half. It is not known if this was due to a weakness of the fitting itself or if the trifuse extension set that was hooked up to the end of the catheter contributed to the break. The nurse I interviewed stated that she had a very hard time disconnecting the trifuse set, which needed to be done. She had to twist so hard, that the plastic luer fitting broke, causing a md to have to use a catheter repair kit to re-attach a new luer fitting to the end of this catheter.the nurses have 2 types of trifuse sets to choose from. One has a fixed threaded collar which secures the set to the catheter. The other set has this rotating collar. The difference is the length of the "male" hard plastic tube that mates up with the catheter tube. The longer fitting goes further, deeper into the female side and creates a fit which contributed to the difficulty of disconnecting the set from the catheter.